Event description:
It was reported that a blue fuzz was stuck on the wire. A rotawire was selected for use. During the procedure, the wire would not pass freely through the lumen of the emerge 1.5 x12 balloon; however, a blue fuzz was stuck to the tip of the wire when it was removed. The fuzz was then removed and appeared to be from brief contact with the blue sterile towel. The procedure was completed with new rotawire. No patient complications were reported.